Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing with device classified termination of ongoing atrial arrhythmia occurred on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.